Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported there was t wave oversensing with the right ventricular lead in the past. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.